Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, and post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made. The device remains implanted.